Event description:
The customer reported to olympus, the gastrointestinal videoscope had poor drainage. This issue was found during an unknown diagnostic procedure. There was no delay and the procedure was completed using the same set of equipment. There was no use of implant equipment. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to clogging of the nozzle, water removal ability did not meet the standard value. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending angle in up direction did not meet the standard value due to wear of the angle wire, control unit had discoloration, the play of the up/ down knob was out of the standard value due to wear of the angle wire, connecting tube had a dent, and multiple components of the device had a scratch. A foreign object was found inside the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair, there was no delay in the start of precleaning, the air/ water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the air/ water nozzle was wiped/ brushed with clean lint-free cloths, brushes, or sponges, and the air water nozzle was flushed with detergent solution. According to the customer, the following details regarding the cds process were unknown: what the foreign material was. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.